Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment for the event with unspecified antibiotic therapy (dose, frequency, and route not reported). No further information was provided regarding the outcome of the event or whether pd therapy was ongoing. No additional information is available.